Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16jan2020.

Event description:
The customer reported a ventilator with a touch screen failure. The screen was dark even after power-on of the device. There was no patient involvement or harm.

Manufacturer narrative:
G4: 02feb2020 b4: 10feb2020 the service support performed an evaluation and confirmed the reported problem. Power management caused the failure. The service support then replaced the power management board to resolve the issue. Performed overall check, run in and functional tests and no other abnormalities found after the repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 15jun2020. B4: 16jun2020. The power management printed circuit board assembly (pm pcba) was returned to the manufacturer's failure investigation (fi) laboratory for evaluation. Visual inspection of the pm pcba revealed no noted anomalies. The pm pcba was installed into the fi test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned pm pcba did not boot up nor delivery breaths - the unit did not power up, and the display was blank. Further testing revealed that the output filter capacitor ("c133") was shorted, causing several components on the pm pcba to be hot to the touch. Upon replacement of the "c133" output filter capacitor, the device powered up and delivered breaths. The customer's allegation was verified. Component failure on the board caused this event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.